Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision, asr xl - right hip, reason(s) for revision: alval / soft tissue reaction. Update: 12 may 2015. Updating stem details from attached update email 12 may 2015. (Pd 12 may 2015). Update: 7 july 2015. Revision to take place on (B)(6) 2015, taken from query 3 reply 7 july 2015 (pd 7 july 2015). Update 10 aug 2015: revision confirmed by (B)(6) - (B)(6). Sm 11 aug 2015.